Event description:
Patient was revised to address a broken screw and nail due to a fall. Difficulty in removing part of the nail resulted in a surgical delay of 1 1/2 hours. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided information states the patient fell and found the nail and screw broken at the follow up visit with the doctor. The investigation could not draw any conclusions regarding the difficulty removing the parts causing the surgical delay with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.